Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted without any issue and defibrillation threshold testing was performed. Ventricular fibrillation was properly induced, detected by the system, and a shock was delivered which converted the patient back to sinus rhythm. During this shock, a high out of range shock impedance measurement of 227 ohms was noted. The physician performed a 10 joule sync shock to check the system integrity which yielded an impedance measurement of 125 ohms. The system was checked via x-ray, and air entrapment was observed. Manipulation of the system was able to reproduce some noise however it disappeared after a few seconds. The physician decided to leave the system as is and it remains implanted and in service. No adverse patient effects were reported.